Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (sicd). The inappropriate therapy appears to have been caused by a change in morphology due to aberrant conduction. At the time, the patient was walking and was asymptomatic. Additionally, other untreated episodes were recorded showing the same change in morphology while the patient was making some efforts (as suggested by sporadic myopotential noise). The programmed sensing vector was secondary 2x. An exercise test was performed. During the test, the aberrant morphology was reproduced, but it was not possible to update the template because the aberrancy was too brief and the signal too noisy. The health care professional (hcp) decided to re-evaluate the case and referred the patient for an electrophysiological study. In the meantime, the patient will be monitored via latitude and during scheduled follow-ups. The system remains implanted and no adverse patient effects were reported.